Manufacturer narrative:
This report is being submitted as part of a retrospective review of events related to medtronic neuromodulation office of medical affairs events and has been discussed with the reporting systems monitoring branch at FDA.

Event description:
It was reported that the pt was experiencing "lower extremity sensory changes after implant". Specific symptoms were not reported. Attempts to obtain add'l info were unsuccessful.